Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 373 (mg/dl). Prior to hospitalization, the customer delivered a correction with the pump and manual injection to address bg level. While hospitalized, the customer was treated with intravenous insulin and released the next day.